Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the loose nail is attributed to the complicated nature of the fracture. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. A minimal risk is associated with this failure. Sign fracture care international continues to monitor these events as part of our post market surveillance activities.

Event description:
We became aware on 3/19/2019 that a sign im nail implanted to repair a fracture was replaced due to a loose nail. The im nail was replaced with a 8mm x 360mm standard im nail per the sign technique manual. Surgeon comment: "took this patient back to remove the 2nd screw and found the nail to be completely floating within a comminuted sub and intra-troch fracture. To get a secure reduction, I pulled the nail and replaced it leaving it slightly proud and rotated so I could place two long screws into the femoral neck. I then used circlage wire to secure the largest fragment which encompassed part of the greater trochanter in place."